Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was pulling out and the cuff may have been seen. The catheter dilated between the cuff and the hub. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.